Manufacturer narrative:
Pump received with cracked and bleeding lcd glass. Also, missing segment/partial display due to complete damaged to the lcd glass.

Event description:
The customer reported via phone call that the insulin pump is damaged; indicated that the device was dropped causing a crack in the screen. Customer's blood glucose was unknown at the time of the incident. The insulin pump was returned for analysis.